Event description:
The patient reported that the pump and battery became hot to the touch. The patient stated that upon examination, visible corrosion was observed in the battery compartment. The patient denied any bodily harm from the high temperature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.